Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the cause of this peritonitis event was use error of a breach in aseptic technique. The breach was further described as the patient did not wear a mask. The patient was hospitalized for four days for the peritonitis event. Treatment for peritonitis was intraperitoneal cefazolin (dose and frequency not reported, duration twelve days). At the time of this report, the peritoneal effluent was clear and the patient was recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. This report involves unknown peritoneal dialysis disposable products and manufacturer information has been updated to reflect this. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with cloudy pd effluent. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (intraperitoneally, for two weeks, dosage and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 1 of 4 involved in this event.